Event description:
It was reported that the balloon of a ce intermate, sv 200 burst during filling with tobramycin. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and was observed to have a ruptured bladder in a non-footing position. The bladder was microscopically examined and was found to have markings on the interior surface of the bladder near the rupture line, indicating internal damage. Should additional relevant information become available, a supplemental report will be submitted.